Manufacturer narrative:
Evaluation summary: the information contained herein is based on the information provided by the initial reporter. The device involved in this complaint has not been received for evaluation. The information provided indicated that the pump infused too quickly. No other information was provided, including the lot number. Requests have been made for additional information. Information received during the investigation found that the fast flow complaint may have been incorrectly determined by the patient. When the patient was provided with a replacement pump, it was noted that the size was the same as the pump in question. The patient was reinstructed on how to determine when the infusion had ended. This complaint is under investigation.

Event description:
It was reported that the infuser ended ahead of time after 12 hours of connection, whereby the pump was designed to infuse in approximately 27 hours.